Event description:
The customer family member called to report that patient was hospitalized for low bgs. It was stated that the customer primed the pump accidentally while connected and received an over infusion of insulin. The contact indicated that they do not feel that patient is capable of operating of operating the pump and would like to return it.